Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was over 600 mg/dl. Troubleshooting for high blood glucose was performed. Customer experienced diabetic ketoacidosis and was in the hospital for 2 days. Customer advised the cannula is bent and it was explained to the customer that this is possibly what caused the high blood glucose levels. Troubleshooting was not completed because the line was disconnected while checking the bolus wizard settings.